Event description:
Approx 2 years after having my mesh implanted, I started noticing a bad intermittent stabbing burning ache in my groin that went down into my right testicle down the inside of my right leg and up the right side of my abdomen. Through the next 4 years it steadily grew worse until it became a daily thing causing other health issues along the way; insomnia, nausea, loss of appetite, depression, increased weakness in my right leg, so on. I went to a urologist after a referral from the ER, after seeing him about 2 months and after his recommendation that it would be the best way to remove my pain, he amputated my right testicle, nothing has changed about my pain except there is no testicle to absorb a lot of the shock and my nausea and problems / pain popping has increased, I sleep randomly when exhaustion takes me or my meds make it impossible to wake up to the point I fall asleep walking / standing. I have lost my career as a mechanic beginning to specialize in engines and front end work, and have filed for disability due to the pain and health problems caused by my ultrapro mesh. FDA safety report ID# (B)(4).